Event description:
Additional information was received indicating hemolysis did not improve after additional treatment; however, improvedment was noted after removal of the impella device.

Manufacturer narrative:
The impella cp was returned for investigation. Delaminated epotek was found around the sleeve bearing, which is the most likely root cause of the hemolysis. Data logs did not show any evidence of major positioning or suction alarms that may have contributed to the hemolysis. Detail clinical patient information was not provided; therefore, abiomed is unable to determine the exact cause of the hemolysis. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral because the physician was unable to withdraw the patient from shock state. It was reported the patient developed hemolytic in the urine the day after impella was inserted. This was due to insufficient volume and increase peripheral vascular resistance. The pumps position was adjusted to help alleviate hemolysis. The distance from the a valve to the suction part was 50mm and was adjusted to 38 mm. This did not improve the issue. The patient was placed on chdf because the hemolysis persisted, renal function had deteriorated, and the patient's urine excretion had decreased. Although bilirubin was still high. Chdf was withdrawn because volume control was possible only by excretion of self-urine. Myocardial recovery was noted, and the patient was successfully weaned. Haptoglobin administration was also performed. No further information was provided.